Event description:
The customer reported a failure to acquire a 12 lead ECG. There was no reported negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported a failure to acquire a 12 lead ECG. There was no reported negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.